Event description:
Patient allegedly received an implant on (B)(6) 2012 due to post deep vein thrombosis. Patient is alleging migration, vena cava perforation and organ perforation. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿there is an infrarenal inferior vena cava filter with the four most distal struts projecting beyond the contour of the inferior vena cava. The proximal end of the filter lies within the inferior vena cava at the level of inferior margin of the left renal artery ostium.¿ it has been reported the patient expired on (B)(6) 2017 without furthers details. Per certificate of death, dated (B)(6) 2017, immediate cause of death is hypertensive and atherosclerotic cardiovascular disease.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Migration and vena cava (vc)/organ perforation. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H6: annex a has been updated to reflect current codes for previously-reported conditions. The following fields were updated per additional information received: a4, b5, and h6. Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: anxiety. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received. Patient's representatives further alleges anxiety.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. Device under 510(k)/PMA: k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.